Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative. Per the physician, the pump was stalling due to air in the pump. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue and it was unknown if any diagnostics or troubleshooting was done. The doctor had performed refills to remove air. It was reported the pump was explanted and replaced with a different manufacturer's device. It was indicated the pump would be returned for analysis. It was reported the issue was resolved as of (B)(6) 2021. The patient's pump had been delivering 1000 mcg/ml of fentanyl at an unknown dose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via company representative who reported that the managing physician told the implanting physician that he thought there was air in the pump and that was what led to motor stalls. His interventions to resolve the issue was trying to pull the suspected air out of the pump during refill appointments. It was unknown what led him to believe there was air in the pump. Per the reporter, despite requesting that the pump be returned for analysis, the pump was discarded by the account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was using an implantable pump for spinal pain. The hcp reported that the patient has had 2 refills now where the expected reservoir volume (erv) was greater than the actual reservoir volume (arv). In (B)(6) 2020, the erv was 8.1ml and the arv was 1.2ml, and again today ((B)(6) 2021) the erv was 8.5ml and the arv was 0.2ml. ¿the patient can at times be difficult to refill.¿ the hcp was able to only fill the pump with 32ml. The patient is asymptomatic. Discussed confirming accurate programming she did and was accurate, discussed heat therapies and the pump, discussed partial pocket fill, and patient accessing. Discussed overinfusion field communication. The agent reviewed the procedure to unlock the pressure valve, but this was after the fact and patient has gone home.